Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call cannula end of tubing coming off, has gone through almost a box of infusion sets. The customer¿s blood glucose level was 580mg/dl at the time of incident. The customer declined to trouble shoot for high blood glucose. The customer was told they will be sending out a box of infusion sets. The insulin pump was not returned for analysis.